Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user replaced a dexcom g7 sensor and the ilet did not receive cgm readings because the new g7 pairing code had not been entered, resulting in pairing failure between the cgm and the ilet and an elevated fingerstick blood glucose of 364 mg/dl for about one hour; troubleshooting and education were completed to enter the pairing code and provide a blood glucose value to enable dosing. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview and product-use troubleshooting. Investigation of this case revealed user setup error related to cgm pairing, with device-to-device communication not established until the code was entered. It was concluded that the event was attributable to user error in pairing the g7 sensor to the ilet, and device function was expected to recover once correct pairing and initialization steps were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.